Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial lead was returned in two pieces. The helix was bent/stretched and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.